Event description:
It was reported following a fall, a patient was experiencing left shoulder pain and muscle weakness that causes her to drop things from her left hand. It was also reported that the patient's vns generator seemed to have moved laterally from the fall. A replacement surgery was performed due to the patient's pain, and a smaller generator was implanted with a more medial incision. The hospital discarded the device because there was no malfunction. No additional relevant information has been received to date.